Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:during investigation, the black box showed evidence of a sudden drop in voltage resulting in a cs 177 "low battery" warning and a cs 128 "replace battery" alarm on complaint date. The pump powered with returned battery cap. The battery cap was able to fully tighten. There was evidence of moisture contamination on the underside of battery cap.there was evidence of moisture contamination inside battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no alarms, overheating, or power loss duplicated. Pump electrical current draws are within spec. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. Power flex and power components were inspected with no defects found.there was no evidence of pump overheating duplicated during investigation. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.